Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned three (3) loose 31gx8mm, 1ml bd insulin syringes. Consumer reported the plunger is not straight and they are having difficulty drawing up medication from a vial. All three returned syringes were examined, and it was observed that each syringe had a disfigured stopper. The plunger rods were not observed to be bowed or damaged, therefore, the bowed plunger rod issue could not be confirmed. Manufacturing (holdrege) will be notified of the observed disfigured stopper issue. A review of the device history record was completed for batch # 8351598. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (disfigured stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed plunger rod). Root cause description: on 22jan2020, holdrege received (3) loose 31ga x 8mm 0.5ml syringes from material 328418, batch 8351598. Samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found the edge of the stopper bent up away from the barrel tip. When the plungers were exercised, there was resistance as they were pulled out of the barrel. Breakout and sustaining testing was performed on the syringes and it was found that all three had sustaining values above the 1.0lb specification. The values were 1.58lbs, 1.62lbs, and 1.22lbs. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Maintenance dispatch #(B)(4) was created during the production of this batch for dry barrels. The issue was resolved by rebuilding the silicone gun. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was not straight and had difficulty drawing up insulin during use. The following information was provided by the initial reporter: "the customer called and left a voice message regarding an issue with syringes. I called the customer and the customer states they are having issues with insulin syringe 328418 lot 8351598. She stated the plunger is not straight and they are having difficulty drawing up medication from a vial."